Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system and contacted support for assistance with a site change; the user noted a prior application error with the first site, denied site or pump leakage, and attributed elevated glucose to a recent meal. Symptoms included elevated blood glucose up to 388 mg/dl without ketone testing, backup therapy, alerts, alarms, or medical intervention. Outcomes included no hospitalization and no professional treatment. Investigation included troubleshooting and education with the user. Investigation of this case revealed an unclear cause of the hyperglycemia. It was concluded that the event was user-reported hyperglycemia with indeterminate device contribution. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.